Event description:
The customer reported to olympus, after using the visera pro xenon light source, the lamp did not light. There was no reported delay. The intended procedure was hysteroscopy, and the facility finished the procedure with a similar device. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device could not be lit due to defective converter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. Initial reporter health profession inadvertently checked; reporter information not available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lamp does not light up occurred due to a converter failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.